Event description:
The patient's pd catheter (not a fresenius product) was removed early in the hospital admission (exact date unknown) and the patient underwent hemodialysis (hd) on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. C-894722. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).